Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) device came to emergency room (ER) due to chest pain and received shock therapies. Boston scientific technical services (ts) reviewed remote patient monitoring system data. The device delivered 2 shocks in ventricular fibrillation (vf) zone. However, on the second shock, the patient had ventricular fibrillation (vf) with rapid ventricular response (rvr). Another 5 shocks were delivered for af with rvr. The ventricular tachycardia (vt) zone was exhausted and patient received 1 additional shock in vf zone. Presenting electrogram (egm) showed, patient was still in af with fairly rvr. Attempt to obtain additional information were unsuccessful. Device still remains in service. No adverse patient effects were reported.